Event description:
The problem, as reported to olympus, occurred during an endoscopy procedure. The procedure was completed without delay using the same device.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information. Updates to sections b5 and d11.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the errors are based on the results of the investigation. Since the e204 error was resolved by cleaning the video connector socket of the cv-190, the e204 was notified because the connection was made in a state where there were foreign substances (chemical liquid residue, water stains, sebum stains, dust, gauze fluff, etc.) On the electrical contacts of the video connector socket and a stable communication with the endoscope could not be performed. Since the b30 error was resolved by cleaning the output socket of the clv-190, the b30 was notified because the connection was made in a state where there were foreign substances (chemical liquid residue, water stains, sebum stains, dust, gauze fluff, etc.) On the electrical contacts of the output socket and a stable communication with the endoscope could not be performed. Regarding troubleshooting when e204 or b30 has occurred, the following is described in the instruction manual: "possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source."

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to evaluate/repair the suspect device. The fse cleaned the video cable connector with isopropyl alcohol and compressed air. A master reset was performed and setting re-entered. The fse tested the video processing with multiple endoscopes and did not experience video interference or error messages (e204). The fse cleaned the light source light sockets with isopropyl alcohol and compressed air. Upon testing, the fse did not observe b30 scope communication errors.

Event description:
Olympus was informed of a report that e204 and b30 errors were generated. There was no patient injury or harm, associated with the problem, reported to olympus.